Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for evaluation. Visual examination of the device observed contrast media/ saline present in the flexcil line. The gauge needle was reading past 26atm. Functional testing was done using a bsc stopcock. The device locking mechanism test was completed where the plunger handle is rotated to achieve 26atm¿s. The needle would show an increase in pressure; but when pressure was released, the needle returned below 0atm closer to 26atm. During gauge accuracy testing, the gauge was indicating a pressure past 26atm. When 4atm pressure was applied to the encore device, the pressure indicator read 1336.8 kpa. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a gauge issue occurred. The 90% stenosed target lesion was located in the coronary artery. A 26 encore balloon catheter inflation device was selected for use. During procedure, the physician attempted to inflate an unspecified balloon catheter; however, it was noted that the pressure gauge would not move up. The procedure was completed with another of the same device. There were no complications reported and the patient's status was good.